Manufacturer narrative:
Unit alarmed button error and had no button response due to corrodedkeypad traces. No unexpected number ramping or scroll bar moving with noinput noted. Unit had cracked battery tube threads and cracked reservoirtube lip. Unit had moisture damage on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 360 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.